Event description:
There was a report of an occurrence of a leak at the heat exchanger of a fluid warming infusion set. No patient injury or adverse event reported.

Manufacturer narrative:
Evaluation summary: product was visually inspected and no non-conformities or abnormalities were noted. A performance test was performed. Product was found to meet manufacturer's specification. No failure detected and product within specification.